Manufacturer narrative:
The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the luer lock broke while the nurse was disconnecting the IV set from the patient's IV access. The customer reported no apparent patient harm.

Manufacturer narrative:
The customer complaint of broken luer lock was confirmed per picture received by the customer. The breakage was observed on the collar of the male luer. The root cause of the customer¿s report of a damaged tubing component was identified as a defective luer collar component.